Manufacturer narrative:
The following elements have blank data.

Event description:
The surgeon was drilling the pin and the tip broke off. Approximately 1-2mm of the tip broke off in the left tibia. Tip was unable to be retrieved. Manufacturer response for mako pin tip, stryker / mako surgical corp (per site reporter). Rep aware.

Event description:
The surgeon was drilling the pin and the tip broke off. Approximately 1-2mm of the tip broke off in the left tibia. Tip was unable to be retrieved. Manufacturer response for mako pin tip, stryker / mako surgical corp (per site reporter) = rep aware.

Manufacturer narrative:
The following elements have blank data.

Event description:
The surgeon was drilling the pin and the tip broke off. Approximately 1-2mm of the tip broke off in the left tibia. Tip was unable to be retrieved. Manufacturer response for mako pin tip, stryker / mako surgical corp (per site reporter). Rep aware.